Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a pocket revision procedure. The patient ipg was shallow; therefore, the physician repositioned the ipg deeper. Nothing was implanted or explanted, and the patient is reportedly doing well after the procedure.